Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the 14v battery having issues calibrating and charging was confirmed via testing of the returned product. The 14v battery, serial (B)(6), was returned and connected to a maccor system to go through a charge/discharge cycle with no atypical signs. After the charge-discharge test, the battery was placed in a universal battery charger (ubc) and was accepted for charge successfully. Using a test controller and test clips, the battery was able to support the pump without any alarms. The battery was placed in a ubc once again for further testing. Upon leaving the battery to fully charge a red-light emitting diode (led) activated alongside a b0013 error code. The battery was removed and placed in the ubc again and the ubc prompted battery calibration, the battery could not properly calibrate as the process was interrupted with a red led alongside a b0013 error code. The b0013 (relative state of charge (rsoc) line voltage check) alarm will activate if the rsoc value read from smbus and the rsoc line voltage read from the analog to digital processor (a2d) do not match the designed ranges. The battery was opened, and the main printed circuit board was inspected. No visible damage was noted. An integrated circuit (ic) chip (u6) was noted to be electrically compromised. The voltage measurements on pin 1 of the ic chip consistently fluctuated between 0 vdc, 0.751 vdc, and 1.545 vdc. Typical measurements of this pin 1 on the ic chip should be ~4vdc. This component is on the rsoc line and damage to this component is consistent with the observed errors. The observed compromised integrated circuit (u6) is consistent with observed alarms; however, the root cause of the reported event was unable to be conclusively determined through this investigation. Battery inspection data was reviewed for the 14v battery, serial number (B)(6), revealing that the battery passed all inspection testing. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Battery usage and charging faults are addressed in the heartmate iii lvas patient handbook (rev. G), heartmate 14 volt li-ion battery instructions for use (IFU) (rev d) and the heartmate universal battery charger (ubc) IFU (rev. B). Heartmate iii instructions for use (rev. A) section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot ubc alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the batteries turn red in the slot of the charger and the code "b0001" showed up on the screen. The events leading up to the b0001 alarm were not known. The patient attempted to calibrate the batteries, and they would not calibrate. The batteries were testing with multiple charging slots with the same result, and the patient was given new batteries. The battery delivered to the hospital on (B)(6) 2023 was successfully charged prior to the charge by date, which was 11 months after delivery. There were no adverse patient consequences due to the event.